Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported issue was confirmed. No deviations were found in the manufacturing documents. Evaluation revealed that the found damaged thread of the fixation screw was caused by cross-threading due to an oblique insertion in combination with strong forces. The issue was not device related but rather related to inadequate oblique insertion of the fixation screw into a target device. No discrepancies were detected during risk analysis review.

Event description:
It was reported that the screw couldn`t be locked into the target device.

Event description:
It was reported that the screw couldn`t be locked into the target device.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.